Manufacturer narrative:
One infusion pump was received in relation to the reported event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that there was a record that the "power lost while pump was on" alarm was generated immediately after the pump power was turned on. Battery power loss alarm check test was performed and the device passed successfully. A function test was performed and was unable to replicate the reported event. As a preventive maintenance, the backup capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that, after setting up the pump, when the customer pressed the start key, the initial screen appeared and a "power lost while pump was on" alarm went off. No patient injury was reported.